Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 1997, (B)(6) 2000, (B)(6) 2003) and gestational diabetes. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included overweight, cramp in lower abdomen and menorrhagia. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("migraines/headaches"), back pain ("back pain (daily, severe) / lower right sided back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems (vision)"), weight increased ("weight gain"), hypoaesthesia ("numbness in hands/feet"), migraine ("migraines/headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("right side abdomen pain (daily, severe)"). The patient was treated with surgery (bilateral salpingectomy for removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, headache, bladder disorder, urinary tract disorder, visual impairment, weight increased, hypoaesthesia, migraine and fatigue outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypoaesthesia, migraine, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. From the left ostia 3 coils emerged, from the right ostia three coils emerged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. (B)(6) 2012: hysterosalpingogram:impression: occlusion of the fallopian lubes bilaterally with no radiographic evidence of free spill into the peritoneal space status post essure procedure. (B)(6) 2014:surgical pathology: bilateral fallopian tubes:final diagnosis fallopian tubes, bilateral, salpinectomy: benlgn fallopian tube. Tissue with small paratubal cysts . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on 6-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding, bladder or urinary problemsor changes, dysmenorrhea (cramping),fatigue,migraines/headaches,pain,vision/eye problems (vision),weight gain, back pain , numbness in hands/feet, right side abdomen pain are added. Lab data updated. Historical condition and drug are added. Concomitant condition are added. Product, patient & reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 1997, (B)(6) 2000, (B)(6) 2003) and gestational diabetes. Previously administered products included for an unreported indication: birth control pills from 2004 to 2009. Concurrent conditions included overweight, cramp in lower abdomen, menorrhagia and anxiety. Concomitant products included colecalciferol (vitamin d) since 2015, lorazepam (ativan) and zolpidem tartrate (ambien) since 2015. In 2012, the patient experienced the first episode of hypoaesthesia ("numbness in hands/feet"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain (daily, severe) / lower right sided back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems (vision)"), weight increased ("weight gain/weight loss"), migraine ("migraines/headaches"), fatigue ("fatigue"), headache ("headaches") and the second episode of hypoaesthesia ("numbness in hands/ feet-post"). On an unknown date, the patient experienced abdominal pain ("right side abdomen pain (daily, severe)"). The patient was treated with surgery (bilateral salpingectomy for removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder, visual impairment, weight increased, migraine, fatigue, headache and the last episode of hypoaesthesia outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, visual impairment, weight increased, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. The reporter commented: patient need for additional surgery. From the left ostia 3 coils emerged, from the right ostia three coils emerged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. (B)(6) 2012:hysterosalpingogram:impression: occlusion of the fallopian lubes bilaterally with no radiographic evidence of free spill into the peritoneal space status post essure procedure. (B)(6) 2014:surgical pathology: bilateral fallopian tubes:final diagnosis fallopian tubes, bilateral, salpinectomy: benlgn fallopian tube tissue with small paratubal cysts * tubes were blocked . (B)(6) 201. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. Following new event: headaches, numbness in hands/ feet-post. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.